Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the low or blocked pump flow was most likely related to patient condition, including loss of pulsatility and arrhythmias requiring defibrillation, based on data log review and the provided clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 38-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the left anterior descending (lad) artery. It was reported that the impella console screen turned black and the staff were unable to view any waveforms. The screen came back up without any troubleshooting. The patient has suction prior to this event. There was a rhythm change and the patient was shocked with a defibrillator. The patient never lost consciousness. The post-procedure outcome is survived at explant. Arrhythmias are common in patients with ams/cgs, even in stage a shock. While pci aims to restore blood flow, reperfusion can also trigger arrhythmias, and complications can occur within the first few hours post-procedure.